Manufacturer narrative:
The manufacturer the previously reported section b5 as with recall statement. After reviewing it was determined that the device was not under recall. Section b5 should be corrected as: the manufacturer was made aware of this complaint through a representative of the customer and alleging respiratory tract irritation, dizziness, headache, nausea / vomiting and asthma. There was no medical intervention specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The device mentioned in this report was the replacement device. H3 other text : device not returned to the manufacturer for evaluation.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer was made aware of this complaint through a representative of the customer and alleging respiratory tract irritation, dizziness, headache, nausea / vomiting and asthma. There was no medical intervention specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.